Event description:
It was reported that the main coil broke off from the delivery wire inside the aneurysm and part of the coil protruded into the internal carotid artery. Stents were placed to secure the protruding portion of the coil to the vessel wall. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available for analysis; therefore analysis cannot be performed. However, based on the information available the main coil was repositioned several times during the procedure, thus potentially causing the main coil to break and protrude. Therefore a root cause of operational context has been assigned to this investigation.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the main coil broke off from the delivery wire inside the aneurysm and part of the coil protruded into the internal carotid artery. Stents were placed to secure the protruding portion of the coil to the vessel wall. There were no clinical consequences to the patient.